Event description:
Consumer suffered from itching, high fever, and diarrhea after using tampon during menstruation. Her condition eventually worsened and she was hospitalized.

Manufacturer narrative:
Date of this submission is (B)(6) 2011. This is a non-us event. This event occurred in (B)(6). This product is not sold or imported into the us. This event is being reported since it is determined to be a "similar" product to the us distributed tampons. This closes out the report unless other significant information is received.